Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger ((B)(4)) revealed that the connector pins were bent. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's recharger (insr) won't hold a charge. They has not been able to charge her ins because she keeps seeing the 'charge your recharger battery' screens, both informational and warning. The patient said she saw the informational 'charge your recharger battery' screen when she plugs in the dtc, and then sees the warning 'charge your recharger battery' screen when she presses the green button. They said she managed to charge her ins for about a half hour on sunday night and then started to see the 'charge your recharger' screen. The patient confirms green light appears on ac power supply and no damage to dtc or recharger. They called back on (B)(6) 2020 and stated they had not received her equipment yet and wanted to ask some questions to see if she needs reprogramming or have her device jump started. The patient state she hasn't charged in 5 days so she wasn't sure. They called again and it was reviewed the replacement equipment should be delivered by noon today. During the call the patient asked if she would have to get insr reprogrammed as her rep told her if she goes completely dead and he has to reboot it he can only do that 2 times. Patient services reviewed information and called the patient back to clarify if she has experienced having to be rebooted/overdischarge before or if that was hypothetical. The patient was transferred to patient services and they confirmed she was asking a hypothetical question, she has not had to be rebooted before. They called back on (B)(6), stating that they now saw the 'charge insr' screen. The dtc green light on, pin looks solid, arrows align. No apparent damage. The caller noted the patient called about this last time, and the replacement did resolve the issue, however they had been without therapy 5 days and were in pain. The issue was resolved now and presently the patient still had charge on ins. No out of box failure was reported. No further allegations/complications were reported.